Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
As reported: allegedly the poly liner disassociated from the cup. The ceramic head articulated with the acetabular cup. Revised biolox head and the dynast® liner and replaced with the same size biolox head and dynasty® liner. Adverse event description: patient had hip replacement surgery (B)(6) 2016. Patient had revision surgery due (B)(6) 2018 due to acetabular liner disassociation from the cup. Revised biolox head and dynasty® liner and replaced with the same size biolox head and dynasty® liner. Au vigilance decision: tga reportable. CAPA (B)(4).